Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08/21/2019. The international fse (field service engineer) evaluated the ventilator and confirmed the reported problem. The fse replaced the touchscreen and the problem was resolved. The ventilator was returned to use.

Event description:
It was reported that the ventilator's touchscreen failed. The ventilator was being prepared to be used on a patient at the time that the reported problem was discovered. There was no patient harm. Patient's information: age:(B)(6), date of birth: (B)(6), gender: male, weight: (B)(6) kg, height: 175 cm.